Event description:
Customer reported, the system displayed a fatal software error and stopped working during a case. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reloaded the generator software. System operates as intended.